Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 439mg/dl. The customer's most current level was 330mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The customer and spouse request the pump be replaced. The customer was advised the pump would be replaced.

Manufacturer narrative:
The pump was received with no button response due to flattened button dome switches. No unlocked lcd keypad connector noted. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the under delivery anomaly due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.